Manufacturer narrative:
(B)(4). This complaint file was identified as meeting the criteria of MDR submission to the FDA during a retrospective review of complaints. (B)(4). Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr replaced the driver and the cooling regulator. The unit meets manufacturer's specifications.

Event description:
The customer reported that there was a burning smell coming from the ventilator and then all of a sudden the driver stopped while in use on a patient. The ventilator alarmed. There was no patient compromise as the user quickly moved the patient to another unit.